Event description:
It was reported that the customer was hospitalized for dka. It was stated that the customer recently changed to a different brand of insulin prior to the event. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. It was indicated that when they pulled that set out, the cannula was bent. The contact was advised to follow the two hbg rule.